Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient elected for a replacement battery and is satisfied with new battery.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient had shockwave therapy from one of their chiropractors a couple weeks ago and since then the patient had not been able to get their interstim x to respond to the communicator. The caller stated they tried to move it around and tried a different communicator, but it was not responding at all/not connecting to the ins. The caller mentioned the patient's symptoms were returning and part of the concern was not only the ability to connect, but the lack of therapy. The caller was not with the patient at the time of the call, so further troubleshooting could not be performed. The agent reviewed that there was a possibility that the device was damaged in some capacity where they were not going to be able to communicate with it. The agent asked the caller if the patient gave any indication as to what manufacturer or name of the product they used, the caller did not have that information beyond to say it was shockwave therapy. The agent reviewed lithotripsy. The agent suggested that the caller try connecting again and try the normal things they could do, but that it would be reasonable to assume that there was some sort of possible damage there. The issue was not resolved through troubleshooting. The patient was currently having an x-ray,  the caller will gather more information on the modality that was used.